Event description:
Patient allegedly received an implant on (B)(6) 2012 via the left common femoral vein due to right lower extremity fractures deep vein thrombosis, contraindication to anticoagulation due to imminent surgery. Per CT report, (B)(6) 2015, there is a retrievable type ivc filter within the infrarenal ivc. The apex of the filter abuts that right lateral wall of the ivc. Several of the struts extend beyond the lumen of the ivc with a left lateral strut abutting and possibly penetrating the aorta.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2012. Patient is alleging organ and vena cava perforation. Patient alleges "perforation of vena cava, filter struts extending beyond the vena cava and penetrating the aorta." 16dec2015 successful retrieval reportedly due to perforation of the aorta and pain.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, b6, d6b, h6. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: pain. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per medical opinion, "review of the medical documentation revealed that [patient] underwent the uncomplicated and satisfactory infrarenal placement of a cook select retrievable inferior vena cava filter system on (B)(6) 2012. "A single page from an incomplete radiology report, referencing a CT scan of the abdomen and pelvis, was printed on, or about, may 26, 2015, and is annotated as page 1 of 2. There is no date, facility, location or interpreting radiologist identified on this unsigned and incomplete report. Contained within this partial radiology report is the description of an indwelling infrarenal ivc filter with its apex abutting the right lateral wall of the ivc. Furthermore, the report describes several struts abutting, and possibly penetrating, the aorta on image #49 from series 5. There are no measurements of any ivc filter component penetrations, as well as, no comments made regarding any ivc filter angulation, position, migration or the presence of component fractures. However, in the absence of these measurements, any contact between an ivc filter component extending beyond the perceptible wall of the ivc and an adjacent organ or structure (and specifically the aorta in this case) is, by definition, and more likely than not, a grade 3 pathologic ivc filter component penetration extending greater than 3 mm beyond the perceptible wall of the ivc within a reasonable degree of medical probability." Patient outcome: [pt] alleges "post-implant pain from filter puncture; pain starting 2013 - current". Location of pain: chest, frequency: chronic.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The following allegations have been investigated: aorta perforation. The reported allegations have been further investigated based on the information provided to date. The additional information regarding aorta perforation does not change the previous investigation results for vena cava/organ perforation. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Additional information: investigation: per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿celect filter - ivc & organ perforation." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to categorization form: it is alleged that "[pt] received a cook celect filter on (B)(6)2012". [Pt] alleges: "several of the struts from the filter extend beyond the lumen of the ivc with a left lateral strut abutting and possibly penetrating the aorta". Physician has not recommended removal, and removal has not been attempted. Patient outcome: [pt] alleges "post-implant pain from filter puncture; pain starting 2013 - current". Location of pain: chest, frequency: chronic.